Event description:
As reported by the user facility: ref #(B)(4) lot # unk, occurred (B)(6) 2013. Reports unsuccessful IV attempt, started with new IV catheter. Nurse was stuck by the used needle. Sticking through side of shield. No sample saved. MFR - 9610825-2013-00370.